Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable low anti-müllerian hormone (amh) and progesterone results for multiple patient samples. Of the data provided, only the amh results were discrepant. Sample 1 initial result was 0.65 ng/ml and repeat result was 0.647 ng/ml. The tech questioned the low results and sent the sample out to reference laboratory with a result of 0.967 ng/ml. Sample 2 initial result was 1.44 ng/ml and a repeat result of 1.46 ng/ml. The tech questioned the low results and sent the samples out to reference laboratory with a result of 2.14 ng/ml. The erroneous results were reported outside of the laboratory. The results from the reference laboratory were believed to be correct. There was no adverse event. The reagent lot number was 23814701 with an expiration date of 30-apr-2018. The field service representative performed preventive maintenance and found worn tubing. He replaced the tubing and primed the system.

Manufacturer narrative:
The customer stated they had an additional patient sample with questionable anti-müllerian hormone (amh) results. On (B)(6) 2018, the initial result was 3.85 ng/ml and the repeat results from the reference laboratory was 7.06 ng/ml. No information was provided to determine if any erroneous result was reported outside of the laboratory or if the patient was adversely affected. The method used by the reference laboratory was meso scale discovery.

Manufacturer narrative:
As the reference laboratory method was a meso scale discovery test which is a custom developed amh test and is a research only test, there was no issue found with the roche amh assay.